Event description:
Potential for cross contamination (patient safety issue) with olympus gf-uct180 gastrovideoscopes, due to confusion/lack of information in the instructions for use/reprocessing. This is to include the information sent 09/14/2015: urgent device safety information: revised labeling for the olympus gf-uct180 gastrovideoscope. Listed by order of highest concern (all concerns have been shared with (B)(4) and olympus' technical support): cleaning - overall model #'s for cleaning accessories, need to be placed in all affected sentences or at the beginning of the instruction. Model numbers can't be assumed. Different departments may handle the scope. Too many to note! Past olympus IFU's have them both in the heading, "items needed" and each sentence to avoid confusion. Pg. 88 states, "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned". Why are there no brushing instructions for the air/water valve? (A-brush can be used)? If a brush shouldn't be used, can't the port be like the wire channel port, so a brush cannot pass through? Is there a backflow valve at the distal tip end to prevent back wash? Pg. 116, brushing the distal end. Why is this the first step in cleaning the scope? Shouldn't it be after brushing the channels, as if there's bioburden in pre-cleaning (pre-cleaning at bedside) there are no instructions for flushing the instrument channel port. Is this necessary? Pg. 113, reusable parts that are normally reprocessed with the endoscope". Should list all the reusable accessories. Maj-1534, maj-222, etc. Pg. 114, should state reusable channel cleaning brush (bw-7l) or single used single-ended cleaning brush (bw-400l) pg 120, need a simpler description of channels. Location a (larger hole in the middle of red ringed port) is also e on the instrument channel (although they do need brushed independent of each). Step #3, should state "brush through the insertion tube until it emerges from the distal end of the endoscope above the lever." Pg. 121, need a simpler description of channels. Such as, "location b in the 2 o-clock position" and, "location c in the 7 o'clock position". Also under step #2, "it can be confirmed whether the brush has reached the distal and by looking at the tip of the brush through the groove of the balloon water suction port. Add; "as brush will not go completely through the distal tip of the scope" pg 122, need a similar description of channels. "Brushing the suction cylinder (location d)" should be moved to section "b suction channel, as it's the same hole/port and the opening (mouth) is being cleaned at this step with the larger diameter brush. "Brushing the instrument channel port (location e/bottom of the boot section)" ... Should be moved under and along with section a. Step #5 should state "insert the channel-opening cleaning brush into (location a/top of the boot section) of the instrument channel" pg. 123 step 8 should not be listed here. Why remove the endoscope from the detergent at this point, as you need to aspirate and soak the scope first. Need model numbers for cleaning adapter maj-350 (in affected steps), need model # for suction cleaning adapter mh-856 (in affected steps). Need model #maj-1443 (in affected steps) pg. 124, picture is not accurate. The cleaning adapter maj-350 and suction cleaning adapter mh-856 is not described or pictured. Pg. 126 model numbers are not listed for facilities that don't have a flushing pump pg. 129-130, model #'s need added to all affected steps maj-350, maj-621, etc; pg. 139, accessories need added to the "cleaning, disinfection, and sterilization procedures for reusable parts and reprocessing equipment". Maj-350. Maj-621. Mh-974. Mh-553; pg. 142-need step 16. Last, air/water/biopsy listed as "consumable" pg. 35, 36.